Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
Additional information received reported that there were telemetry issues. The reporter was trying to read the implantable pulse generator (ipg) with the clinician programmer and it stated that the ¿neurostimulator batteries are depleted, exit application and replace batteries.¿ it was noted that the reporter was unable to get past the message with the clinician programmer and they did not have a recharger or patient programmer to try. It was noted that the patient had had ongoing issues with the implant but this issue was encountered on the day of the report for the first time. The reporter tried two clinician programmers with no resolve. For the past month, the patient had difficulty recharging the implant and was then able to charge it, but was only able to get a few bars. Upon device return, analysis found the recharger complaint unverified. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient got normal coupling up until about a week prior to report. The patient could not get many coupling boxes to show on the screen of the implantable neurostimulator recharger (insr) and neither could the manufacturing representative. The implantable neurostimulator (ins) appeared to be in normal placement and depth. The manufacturing representative did not think that the patient had any falls or trauma. The ins was placed normally. Later the patient reported that their stimulator had not worked in a week. The patient reported that it stopped working on the week prior to report. The patient reported that the ins was not charging. The patient reported that she charged and the charge would not hold for a few hours. The patient reported that the charge never completes all the way. The patient reported that it charged only 2-3 boxes, it was clarified that the patient meant coupling bars. The insr connected to the ins but it would not charge. It would only show 2 boxes and would not charge no matter what she did. The patient reported that the icon did not flash when the patient started the charge. The patient received a new insr antenna and that did not resolve the issue. There was no blinking, it did not charge. When the patient pushed the button it did not go to the screen it was supposed to go to. It showed 5th of the ins battery before and now there was no charge. The patient described the warning screen ¿ins discharged.¿ the patient started the charge and said she was seeing 5th of the ins battery now. The patient reported that coupling bars did not come half the time, now they were blank. The patient confirmed that the ins battery icon was flashing. The patient had already sat and charged for 5 hours and even slept with it. The patient felt no stimulation in her leg. The patient reported that the instructions on how to replace the insr antenna were very vague. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.